Manufacturer narrative:
A shipping tube and prepaid mailing label have been sent to the hosp. A supplemental report will be submitted after receipt of the sample and completion of the investigation.

Event description:
A female pt in for an out-pt surgical procedure. The IV catheter separated from the hub leaving 3-4mm of catheter protruding from the pt's hand. The broken piece of catheter was retrieved with no harm to the pt.